Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. A kink was noted on the shaft approximately 8.5 cm from the tip. The stent was inadvertently deployed approximately .9 mm from the marker band. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the kink was attributable to handling of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 8 x 60 x 120 epic vascular stent was selected to treat the lesion. Predilation was performed, however during preparation of the device, it was noted that the top of the stent was shifted. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 8x60x120 epic¿ vascular stent was selected to treat the lesion. Predilation was performed, however during preparation of the device, it was noted that the top of the stent was shifted. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.